Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported event. The sys's event log was reviewed and no sys messages were found relating to the reported problem. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, the surgeon noted the phaco and torsional power was lower than expected. The handpiece and cassette were exchanged and the sys was recycled; however, the issue did not resolve. The case was completed using the same sys but there was a delay and the case took longer than anticipated. There was no injury or harm to the pt. Add'l info has been requested.